Event description:
During tibial fixation of allograft tissue, a 9 x 20 mm coated interference screw was passed over a guide wire with the leg held in a 15 degree of flexion. Subtle varus movement was utilized when guiding the screw into placement. The guide wire was removed and upon inspection, the tip of the guide wire appeared to have been sheared. A side by side comparison against a similar guide wire confirmed approximately 1cm was missing of the tip. X-ray and fluoroscopy was utilized confirming 1cm portion of the guide wire was seen entirely in the tibia bone.